Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to error 1 meter issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (6/17/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. There was found to be data corruption of the meter memory. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.